Event description:
Device returned for analysis with report of near end of life of the pump and catheter required higher placement with symptom of increased spasticity. Follow up with hcp revealed pt had surgery for a spinal fusion. The catheter was moved at that time to permit the surgery. Pt was receiving a compounded form a baclofen and complex programming on admission but after new pump and catheter were implanted at this hospitalization the pump was filled with lioresal and the pt received po baclofen supplement until pt returned to the usual care provider. Post operatively the pt returned with a spinal fusion surgical complication and was exhibiting increased spasticity. An x-ray of the catheter was done and it could not be visualized. Surgical exploration revealed the catheter had migrated and coiled at the bottom of the intrathecal space. The catheter was revised. The pt has improved.